Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black and white power cords had green fluid at the junction between the system controller. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid near the connector end of the power cords was confirmed via visual analysis. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. Visual inspection revealed fluid ingress in the strain reliefs of the power cables. Additionally, the strain reliefs were damaged. The polyurethane jacket was removed, and fluid ingress was observed. There was no damage to the underlying wires. The system controller was functionally tested and was found to operate as intended. No alarms were associated with the event. A log file was downloaded, and the system controller operated as intended throughout the entire log file. A root cause for the reported event was unable to be conclusively determined throughout this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.